Event description:
It was reported that the climator of the mobilett xp system fell off when the radiologist was positioning it. Approximate weight of the collimator is 5.8 kilograms. No injuries were reported in this case. The reported event occurred in (B)(6).

Manufacturer narrative:
According to siemens local service, the four screws were not fastened correctly. It was also confirmed that the customer did not follow recommended by siemens daily inspection of the system. This report was submitted 04/22/2015.